Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was potentially shocked inappropriately by the implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response. Atrial tachycardia/atrial fibrillation (at/af) episodes also appeared to be falsely terminated and the at/af burden appeared to be underreported. The device remains in use. No further patient complications have been reported as a result of this event.